Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. The reaction was located on the left abdomen and was described as red, dry and flaky skin. Affected area was treated with mupirocin, which was prescribed on (B)(6) 2016 for a previous skin reaction. At the time of contact, the patient was recovering. No additional event or patient information was provided.